Manufacturer narrative:
The device was found in good physical condition. The logs were downloaded and reviewed. The log analysis found the following: "engineering evaluates the probable cause of the infusion finishing earlier than expected was the nurse incorrectly entering the intended volume to be infused (vtbi) as the rate, which resulted in a rate approx. Twice the intended rate and the infusion exhausting the bag volume in about 1 hour (instead of the desired 2 hrs). The pump is evaluated to be operating correctly per design." The pump then passed functional testing (pumping with no alarms). The customer complaint of "drug infused very quickly" was not confirmed during testing or log review. The probable cause was determined to be user error.

Manufacturer narrative:
The device has been received for evaluation. The investigation is still pending.

Event description:
From what I checked from the log files, there isn t an ¿e¿ error and the pump worked as it should. I am almost certain that it¿s a nurse¿s error. The customer request for the checking of the event log. The pump is available for evaluation. There was patient involvement and unknown patient harm. From what the nurse remembers she programmed approximately 527mls over 2hrs so that the rate would be 263.5mls approximately. The nurse who put the flush up disputes this and says the rate was 527mls over 1 hour, so the rate was 527mls an hour. The nurse did not complete this information on epic so cannot give the time the infusion was initiated. Again, not sure what time the delivery issue noted as this was not documented by the nurse. The infusion was intended to run for 2 hours. So, the nurse expected the drug still to have one hour left to run and if it had been set properly this would have been 263.5mls approximately. Nil as it had run through in one hour. There was no difficulty in programming or initiating the infusion. There was patient involvement but no patient harm.